Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the ICD and the leads were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance tests proved the devices functions to be as specified. In a next step, the returned data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the ICD itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021. Further analysis of the iegms and trend data revealed the presence of noise in the ra and ff channels, as well as fluctuating values of the ra pacing impedance with measurements > 3000 ohms and < 200 ohms. These observations indicate a potential damage of the ra and rv leads. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that the device was explanted due to eri status approx. 47 months after the implantation. Should additional information be received, this file will be updated.